Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed as x-ray review stated loosening. X-ray review indicates that tibial tray may be malpositioned, exhibiting excessive posterior slope (approximately 14°) and varus coronal alignment (approximately 4°); however, this could not be confirmed as there also appears to be subsidence of the tibial tray. Radiolucency at the lateral tibial tray metal-bone and cement bone interface and underlying the posterior tibial tray are suggestive of loosening of the tibial component. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Per nexgen cr-flex and lps-flex knee package insert, loosening is one of the adverse effects of the tka procedure. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen articular surface, cat#: 00596405010, lot#: 61021468; nexgen flex femoral component, cat#: 00596001751, lot#: 60955298; nexgen all polyethylene patella, cat#: 00597206535, lot#: 61120094. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06293; 0001822565-2017-06294; 0002648920-2017-00555. Product was discarded.

Event description:
It was reported that the patient was revised to address component loosening. No additional patient consequences were reported.